Event description:
It was reported that the insulin pump had an unresponsive act button. The caller did not provide the blood glucose reading but stated that the blood glucose levels were normal and did not require medical treatment. No further detailed were provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to unlocked keypad connector on lcd board. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.